Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, it was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device was received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The customer followed the steps to clear the alarm and received a second motor error. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was over 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.